Event description:
While onsite to perform preventive maintenance service, the manufacturer's service technician reported the ventilator failed the safety valve test during extended self testing due to safety valve cannot open. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The service technician replaced the 3 station solenoid assembly to correct the finding. Performance verification testing was completed and the unit passed per operating specifications. Failure to open the safety valve would be likely to cause or contribute to a death or serious injury if the malfunction were to recur during patient use.